Event description:
It has been reported to philips that a message appeared that x-rays were not available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in diagnosis when the issue was identified, and the procedure was delayed(<20 minutes) and the procedure was completed by restarting. Review of the system log file showed that the electrical problem; phase 2 was not okay. The remote service engineer (rse) inspected the system remotely and confirmed that a message appears that lightning is not available and generator problem. The remote service engineer (rse) communicated with the customer and restarted the system. After restarting, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the system, as there was generator and electrical problems, which caused the reported problem. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.